Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the aortic position. It was reported that the closure failed while attempting hemostasis and a surgical cutdown was done to achieve hemostasis. The patient remained stable and closure was successful after surgical intervention. The failure was due to the perclose not being deployed in the vessel and not being able to close the arteriotomy. There was no complication or failure related to the patient due to an edwards product. Ew reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).